Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 80- expected 6 actual 29. Per additional information updated from ttm on 06oct2025, biomed had device giving calibration error 80 on the last step. Per review of wo notes, device had a possible bad chiller, system had 500 ml of water in the chiller tank but wasn't cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 80- expected 6 actual 29. Per additional information updated from ttm on (B)(6) 2025, biomed had device giving calibration error 80 on the last step. Per review of wo notes, device had a possible bad chiller, system had 500 ml of water in the chiller tank but wasn't cooling.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed chiller. Per additional information updated from ttm on (B)(6) 2025, biomed had device giving calibration error 80 on the last step. Per review of wo notes, device had a possible bad chiller, system had 500 ml of water in the chiller tank but wasn't cooling. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.